Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 123 months after implantation, insulation damage of this atrial lead was detected. During the revision surgery the extraction was not successful and the intact rv lead (linox smart) was damaged. The two leads were capped and left in place and new leads were implanted.